Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced cystocele, pelvic laxity, tortuous urethra, hernia of the pelvic floor, bulge in the perineum, vulva, irregularities in the perineum, severe dyspareunia, weakness of the pelvic floor, difficulty emptying the bladder atrophic vulva and palpable mesh near vaginal cuff. No explant procedure was reported. Subsequent surgeries, treatments and/or therapies were reported.